Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On that same day, the pt was hospitalized for peritonitis. The cause of the peritonitis event was unknown. Treatment for the event was not reported. In the same month as the onset of peritonitis, the pt was discharged from the hospital. At the time of this report, the pt was recovering from the event. Additional information was requested but was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14a26023 and h14b27060 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).